Event description:
It was reported that the insulin pump alarmed battery out limit after a battery change. The customer stated that prior to this alarm there was a low battery alarm. The customer's blood glucose was 89 mg/dl. Troubleshooting was performed and the insulin pump performed within specification. Assistance was provided for programming the correct time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.